Event description:
Patient brought to this facility for removal of screws and plates inserted in patient's left foot at another facility. Physician removed four screws, two of which were broken and one plate that was broken.